Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot the review has shown that lot 2l08875 belongs to bub component part 60123892. This part was used for the finished device 04.268.000s with lot 2l98218. The DHR review was performed for the finished device: part: 04.268.000s (sub component part 60123892), lot: 2l98218 (sub component lot 2l08875), manufacturing site: grenchen, release to warehouse date: 17. Jan. 2019, expiry date: 01. Jan. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that on (B)(6) 2019, the patient underwent a revision of a femoral neck system (fns) due to a subtrochanteric fracture just below the screw of the femoral neck system (fns) plate. The patient was fixed with femoral neck system or femoral neck fracture approximately 13 weeks ago. The femoral neck with sealed when the implant was removed. There was no broken hardware just the subtrochanteric fracture below the plate. The hardware was removed without a bent and the subtrochanteric fracture was fixed with long a proximal femoral nailing system (tfna) 11x63mm 125-degree right side and 80mm helical blade and distal locking screw. Procedure outcome and patient status were unknown. This report is for one (1) femoral neck system plate 2 hole - sterile. This is report 1 of 4 for (B)(4).